Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis.the cause of the event was unknown. It was not reported if the patient was hospitalized for the event. The patient was treated with vancomycin injection (1gm, every 2nd day, for 5 days, route was not reported), meropenen injection (1gm, every day, ongoing, route and duration were not reported) and amikacin injection (250mg,, every day, ongoing, route and duration were not reported) for the event. At the time of this report, the patient was recovering from the event. Pd therapy was ongoing. No additional information is available.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis.the cause of the event was unknown. It was not reported if the patient was hospitalized for the event. The patient was treated with vancomycin injection (1gm, every 2nd day, for 5 days, route was not reported), meropenen injection (1gm, every day, ongoing, route and duration were not reported) and amikacin injection (250mg,, every day, ongoing, route and duration were not reported) for the event. At the time of this report, the patient was recovering from the event. Pd therapy was ongoing. No additional information is available.

Manufacturer narrative:
Additional information to b5 and b6. B5: upon follow up, it was reported that antibiotic treatment were discontinued. Thirty days after the event onset, pd therapy was discontinued and the patient was switched to hemodialysis thrice a week. Should additional relevant information become available, a supplemental report will be submitted.